Event description:
Customer reported unexpected negative reactions with s +s+ cells #10 and tc of panocell-10, lot 04746 when testing with ortho anti-s. Repeat testing with cell tc (s+s+), of panocell-10, lot 52691 using the same antisera resulted in positive reactions (2+).

Manufacturer narrative:
The customer returned product for investigation testing. The reactivity of the s antigen was confirmed on returned and retention panocell-10, lot 04746 cells 7, 8, 10 and tc.